Event description:
Canada reported the following event: during a cardiac closure case, it seems that the implant slips in the jaw of the zipfix application instrument; the jaw does not provide enough tension to make the implant tight. It also appears that the 'puller' of the jaw does not return to the original position after tensioning the implant. There was no delay in the surgery, and the surgery was completed with the same or like instrument. This event is not related to revision surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles has shown that: the investigation can not replicate the complaint description that an inserted implant is sleeping through the instrument jaw. However, it was found that the indented function of the instrument to prevent the user from lifting the cutting lever - while the tension lever is pulled (tension applied to the device) is not given. The investigation shows that two components of the instrument are deformed which allows the user to perform both functions at the same time. The root cause of this deformation can not be identified by product development. The product development investigation is closed therefore as indeterminate and should be further investigated by the manufacturing site. A manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: 1. Because of the gripping end of the zipfix instrument is not in the in the starting position, a zipfix implant can be insert only with difficulty. The mechanism of the gripping end does not slide all the way forward because of an inadequate lubrication. The customer did not follow the lubricate instructions as per document (B)(4). The locking springs of the cutting latch were strongly bent outwards. The bent locking springs were probably caused by excessive pressing of the operating lever. Mishandling of the customer cannot be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.